Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) and requested a review of the reports. The hcp noted intermittent loss of capture (loc) on the right ventricular (rv) channel. Ts was consulted and noted all tests successfully ran, all lead tests were within normal limits, and no obvious loc on the presenting or stored electrogram (egm). Ts also recommended further evaluation to assess pacing thresholds. This pacemaker remains in service. No adverse patient effects were reported.